Event description:
It was reported, capture locking mechanism jammed.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be provided on a supplemental report.